Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the system shut down during a cataract with intraocular lens (iol) surgery. The staff "jiggled" the cord and was able to complete the procedure with no patient harm. The system shut down again during the set up for another procedure with no patient involvement.

Manufacturer narrative:
Additional information is provided. The company service representative examined the system and noted that system message (sm) - [voltage failure derived voltage] was present in the event log. The company service representative was unable to replicate the reported event. As a preventive measure (pm), the company service representative re-seated the connectors of the power supply. The system was then tested and met all product specifications. The system was manufactured on july 25, 2007. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).